Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported device damage could not be determined at this time; however, based on similar reported events, the cause of the reported device damage is most likely attributed to user handling and operator¿s technique. The instruction manual for use provides warning and caution statements in an effort to prevent tip breakage and patient injury. ¿advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result. Do not insert this device without comprehensive knowledge of the indications, techniques, and risks associated with the procedure. Do not insert this device if it has been kinked or damaged prior to use¿replace with undamaged product. Avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.¿

Event description:
Olympus received a medwatch form on (B)(6) 2017 stating that the dilator tip (approximately 3 inches from the end) broke off into two pieces inside the patient while the physician was attempting to advance the dilator through the sheath. It was also reported that resistance was met when the dilator was being advanced through the sheath. The pieces were retrieved from the patient. The procedure was completed using an unspecified device. There was no patient injury reported.